Manufacturer narrative:
Lift here labeled; wheel.

Event description:
It was reported by service report that the cot has worn wheels and a worn lift here label. No pt involvement or adverse consequences are reported.